Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the sensor tail. The returned sensor was de-cases and perform visual inspection on the pcba (printed circuit board assembly), no issues were observed. The returned battery voltage was measured to be within specification range. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. An extended investigation has been performed on the returned sensor and did not observe any evidence of misuse or abnormalities. Extracted the patch data and observed the patch to be in state 8. Performed a smu test to check the functionality of the sensor and observed that the returned sensor move into state 4, indicating the sensor moved to a normal operation mode and was fully functional. Poise voltage test was performed and observed results within specification. Temperature test was also performed and observed the temperature difference between the sensor temperature and room temperature was within specification. No abnormal errors were observed during testing, indicating the error termination was not caused by a product malfunction. Therefore, this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was de-cased and perform visual inspection on the pcba (printed circuit board assembly), no issues were observed. The returned battery voltage was measured to be within specification range. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the smu test failed, along with the sensor temperature not being within specification. However, the poise voltage test was within specification. An extended investigation has been performed on the returned sensor and did not observe any evidence of misuse or abnormalities. Performed a smu test to check the functionality of the sensor and observed that the returned sensor move into state 4, indicating the sensor moved to a normal operation mode and was fully functional. Poise voltage test was performed and observed results within specification. Temperature test was also performed and observed the temperature difference between the sensor temperature and room temperature was within specification. No abnormal errors were observed during testing, indicating the error termination was not caused by a product malfunction. The difference in findings can be attributed to investigator error. Since the error termination had no impact on sensor functionality, and no evidence of a product malfunction was found during the investigation, this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as h6 and h10 have been updated to reflect investigation findings.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.